Manufacturer narrative:
The navio surgical system (part number npfs02000), used in treatment, had an issue when rotation of femur implant was off significantly and an error of 12.2mm on femur tracker was noted when reverifying checkpoints during a procedure on (B)(6) 2018. The software version was not recorded, but DHR review shows that all navio software versions released to the field have been validated. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system case screenshots were returned for evaluation and an initial visual inspection confirmed the reported problem. Upon review of the screenshots, it was found that there was an error of 12.2mm when the checkpoints were reverified. The surgeon recognized that the holes twisted in the rotational frame of reference. The only possibility of seeing this error is if the checkpoint is completely out of position or the tracker moved. The femur trackers could have moved by a click if they were tightened on an edge instead of a flat, especially since the movement was in the rotational plane. The verification never failed on the tibia, and there were no problems with the tibia, further supporting that only the femur tracker moved. The 5mm cylindrical bur was able to penetrate the 2mm rotational reference holes on the femur because first, for a depth of 5mm, the 5mm cylindrical bur is used. Then within the 5mm holes, there are smaller green dots shown on the system where a 2mm spherical bur is supposed to be used to make deeper holes. The user can choose to not drill the 5mm pilot holes, and use a 2mm bur to create holes for the ap cut guide. The root cause of this issue was determined to be insufficient operator training. There are no corrective actions initiated for this issue. To prevent a recurrence of the issue, and for proper care/maintenance and usage of the device, refer to navio surgical system for total knee arthroplasty user's manual.

Event description:
It was reported that, during a navio-assisted tka surgery, while distal burring case, noticed the rotation of femoral implant was off significantly after burring the holes for 4 in 1 block. While attempting to navigate 4 in 1 block with the navio plate probe, found that the live numbers were being read accurately in visualize cut mode. Reverified checkpoints and found there was a 11.3 error on the femur tracker. Doctor insisted the checkpoint pins, handpiece tracker, and femur tracker had not moved and only wanted to redefine checkpoints since cutting started. Then navigated the 4 in 1 block with the plate probe since the navigation numbers still seemed to be accurate. Suggested to go back to the femur screen to crosscheck rotation. When doctor placed the point probe on the whitesides line, it was offset significantly lateral on the navio screen. Doctor navigated cut guides with plate probe to finish the case. The patient was not harmed.